Event description:
The customer reported suspected residual chemical solution during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
E-1 full establishment name and city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.